Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-33, lot# v168020, implanted: (B)(6) 2008, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
The patient reported via the manufacturer representative that they fell and had to have the device taken out. The patient was very brief and did not provide any further information. There were no patient symptoms reported. The event occurred during product use and the indication for use was urinary dysfunction/sacral nerve stimulation. No diagnostics or troubleshooting was reported to be done. No outcome was reported regarding the event. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.